Manufacturer narrative:
(B)(4). Date sent: 5/11/2023. D4: batch # 618a57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with not reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 618a57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # 618a57. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? "The device was with the jaws closed. I pushed the triger but it doesn't fired. So I tried to use the manual override. But it doesn't worked too. Fortunately the jaws opened and I coult pull out the device. But even "outside" I couldn't have it to work properly so I have to open a new, device." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with not reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 618a57, and no non-conformances were identified.

Event description:
It was reported that during the surgery, the stapler has run out of battery and the operation cannot be completed. It was also not possible to operate the manual cutting mechanism. There was therefore a need to open another machine to complete the procedure. No consequences for the patient.